Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a maximum diameter of 51.3 (mm) and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2015, follow-up computed tomography angiography determined the maximum diameter of the aneurysm measured 52mm. On (B)(6) 2020, follow-up computed tomography angiography determined an expanding aneurysm sac due to a type ii endoleak. On (B)(6) 2022, follow-up computed tomography angiography determined the maximum diameter of the aneurysm measured 64mm. On (B)(6) 2022, the patient underwent reintervention coil embolization of the aneurysm sac was performed. The patient tolerated the procedure without complications.

Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Patient medical history includes but is not limited to: chronic obstructive pulmonary disease, tobacco use, cancer. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The physician provided additional information that per angiogram report: the type ii endoleak involved the left and right l4 lumbar arteries. Repeat angiography from the iliolumbar did not demonstrate any residual endoleak post embolization. Endoleak resolved.